Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose reading of 66 while driving, with downward trending glucose after a prior snack, and sought guidance on whether to announce a meal; education was provided to announce meals but to correct glucose above 70 before doing so, and the user began eating pasta with glucose trending up. Symptoms included hypoglycemia. Outcomes included self-management with oral carbohydrate intake and no hospitalization. Investigation included customer interview and troubleshooting with use education. Investigation of this case revealed no device malfunction, with use of meal announcement timing and correction guidance provided. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.